Event description:
The sensor was inserted into the abdomen on (B)(6) 2021.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor stopped working occurred. The sensor was inserted into the abdomen on (B)(6) 2021. Data was evaluated and the allegation was confirmed. The probable cause was determined to be potential patient misuse which led to an early sensor expiration. The reported event of a sensor stopped working is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.